Event description:
Report received of a non-delivery involving an acclaim encore IV pump. The fluid infusing and rate of infusion were not known. It was reported that drops were noted in the drip chamber at the initiation of therapy, but a few hours later it was discovered that there was no delivery. Blood reportedly backed up into the patient's IV line. After further investigation with the customer, it was reported that the staff used a different manufacturer's tubing in the acclaim encore device. There was no reported adverse effect to the patient. Though requested, there was no additional information available.